Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction alarm issue was verified, but the pump touchscreen issue could not be verified; however, different issues were identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a multiple malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, but then reoccurred. Additionally, it was reported that the pump touchscreen was unresponsive. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.